Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.